Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same as onset of the peritonitis event. The patient was treated with injection ceftazidime (1 gram loading dose and 250 milligram in subsequent bags, route and frequency not reported) and injection vancomycin (50 milligram continuous, route and frequency not reported) for the event. It was unknown if the patient had recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.